Manufacturer narrative:
H6: updated codes for type of investigation, investigation findings, and investigation conclusions. H11: updated based on the results of the investigation. Investigation summary: the device was not returned for evaluation. (Hematuria): the cause of the injury was not determined due to insufficient clinical details. Ppae (thrombosis): in order to make a cause determination, the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review the pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 55 yr old male was implanted with a impella cp for support during high-risk cardiac procedure. It was reported that patient had pink-tinged urine and hemolysis was suspected before dropping p-level. There was a hrombus in the left ventricle that was noted on echocardiogram, and the decision was made to leave impella at p2 to unload due to lack of native left ventricle. However, impella was escalated to 5.5 then withdrew care.